Event description:
It was reported that the patient presented via remote transmission. Upon review, the implantable cardiac monitor exhibited undersensing that led to false pause episodes. No intervention was performed. The patient was stable and would continue to be monitored.